Manufacturer narrative:
Details of complaint: the customer reported they were getting comm loss on all beds associated with this multiple patient receiver (org). The customer also reported that this org was displaying a "blink code" error after nk performed on-site software upgrades. The customer sent this unit in for repair. No patient harm was reported. Service requested / performed: exchange: the device was sent in for an exchange, but no evaluation was performed as the problem was already known to be caused by a software issue. Investigation summary: the customer reported that the issue was comm loss that occurred after nk personnel upgraded the software on the customer's orgs. Effected org-9110a's have serial numbers 516, 525, 524, and 528. Version 04-51 for the org had a known software issue that cause communication loss when the org received a string greater than 205 characters. Version 04-61 resolved this issue. The issue was resolved with a new software release. Additional information: b4 date of this report d8 was this device serviced by a third party? D9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The customer reported they were getting comm loss on all beds associated with one multiple patient receiver (org).

Manufacturer narrative:
The customer reported that they were getting comm loss on all tele devices associated with one multiple patient receiver (org). The customer also reported that this org was displaying a "blink code" error ever since nk did on-site software upgrades. The customer will be sending this unit in for a repair. No harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: 8 transmitters were used in conjunction with the org and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni, s/n: ni, approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that they were getting comm loss on all tele devices associated with one multiple patient receiver (org).